Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned product performed within specification. Complaint unconfirmed.

Event description:
Caller indicated the relion prime meter was giving high readings. Caller stated he is getting higher than expected readings and is afraid he is taking too much insulin based on the meter readings. Caller states he went into a coma on monday (B)(6) 2016. Caller woke up at 6:30 am and did test. Meter read 313 so he took insulin based on that reading. Within minutes he had passed out and woke up in an ambulance. They gave him glucose and he just stayed in ambulance until he recovered and recognized people. He choose not go to the hospital. Caller does finger testing only, washes hands with soap and water, but does not always use new lancet. He carries meter and strips with him and when testing he lays meter flat on table and brings finger to strip and it sucks up the blood. Meter is in good condition and has not been dropped. Serial number is rubbed off of the meter. Controls not used. Replacing product.